Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for within 90 days. The device remains implanted and in service. No adverse patient effects were reported. The device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.